Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma symptoms and bronchitis. The patient did receive medical intervention resulting in antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).